Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report #2031642-2023-00430. All information from the original reports have been transferred to this report.

Event description:
Philips received a complaint by the customer on the v60 indicating that the nav ring on the device is not working. It was reported there was no patient involvement at the time the issue was discovered. The unit was outside of clinical use; there was no report of harm. The investigation is ongoing. The field service engineer (fse) went to the customer site and completed onsite service on 11may2023. The fse replaced the front bezel without navigation ring to correct the device issue. The device was returned to use with no restrictions to usage. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.